Manufacturer narrative:
The device has not been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the customer's screen was cracked due to an unknown cause. The customer's blood glucose levels were not impacted as the customer was using the pump for a saline trial.